Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient had chronically high voltage lead impedance on the right ventricular lead since implant. The patient was monitored as the impedance remained stable. The impedance recently increased. Programming changes, isometric testing, lead revision, and x-ray were discussed; however, no intervention was performed. The patient would continue to be monitored.